Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient cannot see with the lens. Add'l info has been requested.

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Add'l info has been requested. (B)(4).